Manufacturer narrative:
A1, a4, a5, and a6 are unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
A medical center in the us submitted a medwatch report regarding a 74 year old male patient in 5/2026. While on the support there were placement signal low alarms throughout the day after repositioning. The patient position was adjusted in the bed and suction alarms were noted. There were "impella in aorta" alarms that prompted ultrasound imaging in which the pump was not observed in the left ventricle. The lack of appropriate position caused no noted harm or injury. The team returned to the catheterization lab for pump repositioning. The patient outcome has not been shared, nor has the patient case been located within the medical center. The report is filed with information known to date.